Manufacturer narrative:
Pt info. Explant date: unk. PMA/510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+1.0/148 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was due to the device.

Manufacturer narrative:
B5: the reporter indicated the patients re turned out beautiful following the rotation. Refraction is +0.25 and she is seeing 6/4.5 unaided. Claim # (B)(4).